Manufacturer narrative:
(B)(4). Concomitant medical products: 51-107170, tprlc 133 mp type1 pps ho 17.0, unknown; unknown, unknown mh shell, unknown; unknown, unknown maxrom liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06516, 0001825034-2018-06523, 0001825034-2018-06517. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (remains implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was noted to have cellulitis requiring visit to ER due to redness around incision on one month post implantation. No further information is available at this time.

Manufacturer narrative:
Concomitant medical products- 650-1065; cer option type 1 tpr sleve -3; unknown lot# reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Concomitant medical products: 51-107100, tprlc 133 mp type1 pps ho 17.0, unknown.